Event description:
It was reported that this right atrial (ra) lead was dislodge post procedure. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed via fluoroscopy. No adverse patient effects noted. Patient is in afib.

Manufacturer narrative:
This report is being filed to correct field h6: patient codes from the previous report.

Event description:
It was reported that this right atrial (ra) lead was dislodge post procedure. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed via fluoroscopy. No adverse patient effects noted. Patient is in afib.

Event description:
It was reported that this right atrial (ra) lead was dislodge post procedure. This lead remains in service. No adverse patient effects were reported.